Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console was displayed invalid intraocular pressure control during a surgery. The surgery was completed after re-priming, there was no patient impact.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, the company representative was able to resolve the reported event remotely with the customer. Based on the information available, the customer reported event cannot be confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).